Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer¿s blood glucose level was 3.2 mmol/l. Customer treated their blood glucose levels with food. Troubleshooting for the damage on the display screen was performed. Customer advised there were multiple scratches and they were unable to read the display screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had scratched lcd display window. Device passed displacement test.